Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer is having issues when inserting her infusion set because she would run low. The customer¿s blood glucose level was 46 mg/dl at the time of the incident. Customer's current blood glucose was unknown. Customer treated her low with food. Customer experiencing low blood glucose since (B)(6) the customer could not continue with troubleshoot for low blood glucose,. The insulin pump will not be returned for analysis.